Event description:
It was reported that customer experienced recurring cartridge alarms during insulin delivery and the load sequence. Customer's blood glucose was reported as "high" but without a specific value. Customer delivered a correction bolus using pump, planned to use multiple daily injections as backup insulin therapy, and did not require assistance from a third party, while technical support arranged shipment of replacement pump.